Event description:
It was reported that this device is scheduled to be replaced due to premature battery depletion (pbd). The premature battery depletion (pbd) was not confirmed. The device remains in serve. No additional adverse patient effects were reported.